Event description:
Upon placement of the stent into the patient, it was discovered that the stent would not deploy. The device was completely removed from the patient and a new device was placed. The patient was not harmed by the device failure. Placement was supposed to be in the right iliac artery.